Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they received a "speaker malfunction" inop error message from their mx40 device. There was no patient harm reported by the customer.